Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose in (B)(6) 2016 with unknown blood glucose levels at the time of the incident. The customer was at 520 mg/dl at the time of the call. The customer was given manual injections, glucagon, food, and intravenous glucose to treat. The customer experienced symptoms such as loss of consciousness. The customer was wearing the insulin pump during the incident. The customer reported getting a high of over 600 mg/dl and getting no delivery alarms. Customer states they are a brittle diabetic and was high as they did not want to give themselves too much insulin and go low. Customer used manual injections but the highs have not subsided. The customer experienced symptoms of highs such as being very thirsty. Troubleshooting was not completed as the customer declined. Customer also reported having battery longevity issues. The insulin pump will not be returned for analysis.